Manufacturer narrative:
The calibration performed on (B)(6) 2021 was ok. Quality control data from 03-jun-2021 to 15-jun-2021 was within range. No control data was provided from the day of the event. A general reagent issue is unlikely. Upon review of the alarm trace, an abnormal aspiration alarm occurred on (B)(6) 2021. The gear pump head was never changed. The gear pump head needs to be exchanged after 5000 operation hours. A non-roche reagent is also installed on the analyzer. Non roche reagents may cause carryover interference. There was no evidence of a general instrument issue. A pipetting issue of the sample is likely. The investigation could not identify a product problem. This event occurred in (B)(6). Medwatch UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tpuc3 total protein urine/csf gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total protein value of 0.019 g/l, which repeated as 3.12 g/l. The repeat result was provided to the patient since it matched the patient's history. The sample was also repeated a second time, resulting in a value of 3.137 g/l. The total protein reagent lot number was 53027601, with an expiration date of 30-apr-2022.